Event description:
It was reported that during a ptca treatment procedure for a 100% occlusion in the distal-mid-lad, a balloon rupture occurred and removal difficulties were encountered. The pt's blood pressure at the start of the procedure was 207/111. The physician used 7 balloon catheters (including maverick otw, adanta, nc monorail and a cutting balloon), and was unable to cross the lesion with 2 other balloon catheters. Physician performed inflations in the lad inflating the balloons from 8-28 atms for 10-50 sec. He placed 4 stents (3 penta and one elite w/aox) in the lad prior to the balloon rupture. The pt experienced chest pain, with and without EKG changes, as well as nausea and dizziness during the course of the procedure. The pt was treated with oxygen, demerol and morphine for pt's symptoms. The nc monorail ruptured at 25 atms (rbp=18atms) on the first inflation of 40 sec. Attempts were made to retrieve the balloon catheter with several wires, as well as another balloon catheter. The balloon segment became detached from the shaft and they then attempted to retrieve it with a snare. Fifteen1-twenty mins after the balloon ruptured while attempting to extract the balloon. The pt's blood pressure dropped to 99/74. Levophed was administered to support pt's bp. Pt was noted to have a perforation and a balloon catheter was inserted into the lad and inflated for about 12 mins at 12 atms to obstruct blood flow to the perforation. Pt was intubated and a pericardiocantesis to alleviate the cardiac tamponade was performed, resulting in 700cc of drainage fluid. Another balloon catheter was inserted into the lad and inflated for about 10 mins, at unk pressures. No flow to the distal vessel was observed, but it was decided pt was not a surgical candidate. The nc monorail balloon tip fragment remained in the mid lad. The perforation was sealed by the 2 ptca balloon catheters. Echocardiography revealed clearing of the situation by pericardiocentesis. The pt was transferred to the cardiac care unit for close monitoring. The pt developed acute renal failure post cardiac catheterization. Pt was discharged from the hosp in 2002. Pt returned to hosp ER for worsening renal function following discharge in 2002 and was re-admitted to the hosp. An av fistula was placed. Pt discharged to home one month later.